Manufacturer narrative:
It could not be determined what caused the pre-deployment of the first strut row. The manufacturing records for this lot have been reviewed and no issues or discrepancies were found to be associated with this event.

Event description:
As the operator was preparing the xpert stent system, he noticed that the first stent.